Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. Although the customer initially failed to reload the original cartridge and resume insulin therapy, technical support assisted with loading a new cartridge using the proper technique, allowing the customer to successfully resume insulin therapy and resolve the issue.